Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks on display screen which were caused by customer tripping and bumping insulin pump into the counter. Customer's blood glucose was 161 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).